Manufacturer narrative:
Fse made adjustments to the scatter channel and performed chemistry balance procedure. The root cause, per raw data analysis, is attributed to poor separation of cell populations.

Event description:
Customer called on (B)(6) 2011 reporting that the lh750, while running in automatic mode, generated erroneous high basophil (ba) % with no instrument generated flags on 2 patient samples. In both cases, the erroneous result was displayed with user-defined 'ah' (action high limit was exceeded) and 'basophilia %' flags. Customer had re-run the samples on a different lh750 and obtained a lower ba%. The lower ba% results were then confirmed with manual differentials and the original results with high ba% were determined to be erroneous. Erroneous result for the first patient sample was reported outside of the laboratory but the second patient sample result was not. Qc was last run during the midnight shift and all results were within acceptable limits. Erroneous results were generated the following morning shift and qc had not been repeated since the ba results were obtained. No injury or change to patient treatment was reported as a result of this incident. Field service engineer (fse) was dispatched but did not have access to the specific samples and could not reproduce the event. Fse made adjustments to the scatter channel, performed chemistry balance procedure and ran 60 specimens with no abnormal ba results. Repairs were verified per established procedures and results met published performance specifications. The root cause, per raw data analysis, is attributed to poor separation of cell populations.